Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had 5 sensors that did not work. Customer stated that the pump keeps alarming to change the sensor. Customer's blood glucose was 9.6 mmol/l. Customer will receive replacements and will return the sensors for analysis. Customer also had differences between sensor glucose and blood glucose readings. Customer stated that the pump suspended when his blood glucose was 13.1 mmol/l and it suspended at 12.2 mmol/l when his blood glucose was going up not trending down. Customer's blood glucose was 14.8 mmol/l at the time of the incident. Customer stated that the pump was suspended on (B)(6) 2015 and then it un suspended right after.